Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The complaints are monitored per tracking & trending process. No trip was identified for libre 3 plus sensor and issue for the past 12 months. No further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted to glucose changes despite the sensor showing 550mg/dl on (B)(6) 2025. The app did not trigger an alarm, and the customer suspects the insulin pump did not deliver insulin. The customer experienced shock, perceptual disturbance, loss of consciousness and was unable to self-treat, requiring admission to an intensive care unit (ICU). At the hospital, a blood glucose result of 900mg/dl was obtained, and insulin was administered (dose/type unspecified). There was no report of death or permanent impairment associated with this event.